Event description:
As reported by the user facility: IV pump process improvement meeting ran by (B)(6), the customer stated that a patient on pressors arrested due to the nurse not able to hear the alarm. I do not have any other details related to this incident.